Manufacturer narrative:
Malfunctions were verified. Wake button the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 108-199 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.